Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified unspecified target lesion. The physician had difficulty crossing the lesion with the 1.5x15mm apex push monorail balloon. After the device crossed the lesion, it could not dilate. The physician said that "it seemed it was ruptured". The device was successfully removed and the procedure was completed with a different device. No patient complications were reported with the patient's current condition listed as 'good". This product is only ous approved but is similar to a marketed us device.